Event description:
A customer contacted beckman coulter inc. (Bec) to report observing a minimal fluid leak onto the floor underneath the unicel dxi800 access immunoassay analyzer. The customer stopped the instrument from further sample processing. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) was dispatched and replaced wash buffer tubing and a liquid waste tubing within the fluidics drawer. Fse primed the instrument and no issues were noted. Hardware is the root cause for this event.